Event description:
It was reported by the rep the device was used during a subtotal colectomy. It was reported the pt was readmitted with feces in abdominal cavity. A second operation was performed, a partial resection of the terminal ileum with hartman's pouch. An ileostomy was created. The surgeon performed a second case. Two units of blood were given along with two units of plasma. The doughnuts were checked, anastomosis was tested with saline, and it was secure.